Event description:
The customer reported not seeing drops of insulin at the end of the tubing during the fill tubing step of the load sequence. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. In response, the customer took a corrective injection via multiple daily injections (mdi), and was advised by technical support to complete specific steps, such as ensuring the removal of air from the cartridge and using room temperature insulin during refills. The customer was walked through loading a new cartridge, inserting a new infusion set, and instructed to continue filling the tubing until it reached the required amount. The issue remained current despite these actions. Support planned to send replacements for both the infusion set and cartridge to ensure customer satisfaction, and the case was closed after these interactions.